Manufacturer narrative:
Device analysis: the delivery device without the dislodged stent was received in good condition with no damage observed. The balloon was in a pre-inflated state. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securement. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The instructions for use clearly states that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. The most probable root cause is user related.bsc ID #a00039745/tw#254564

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged inside the patient. The 80% stenosed target lesion was an area of in-stent restenosis in the distal portion of the saphenous vein graft to the right coronary artery. The physician encountered difficulty in advancing a non-bsc guide wire but was eventually able to advance the guide wire with the support of an unspecified balloon. The lesion was predilated with 2.0x8 and 2.5x8 non-bsc balloon catheters. The physician attempted to advance a 3.5x12mm taxus liberte drug eluting stent (des) to treat the target lesion, but the device would not cross the lesion. The lesion was predilated again with the 3.5x8mm non-bsc balloon catheter. The 3.5x12mmm taxus liberte des was readvanced and was still unable to cross the lesion. Upon withdrawal, it was noticed that the stent had dislodged from the delivery system in the proximal portion of the target vessel. The stent was crushed against the vessel wall. The entire vessel was dilated with a 4.0x13mm non-bsc balloon catheter. There were no serious patient complications reported with the patient's current condition listed as "ok".